Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to evaluate the dxc 500i chemistry analyzer. The investigation determined that the ualb/cre ratio result was incorrect due to the software version 1.5 update. Prior to the update, the customer had modified the calculated test formula from ualb/cre = (ualb)/(cre) to ualb/cre = (ualb)/(cre) × 100. Following the update, the calculation reverted to the original formula. The fse restored the calculation to ualb/cre = (ualb)/(cre) × 100, resolving the issue. This issue had not been previously observed and has not recurred for this instrument. Further investigation into why the version 1.5 update caused the calculated test to revert to the original rule is ongoing. Section a2, a3, a4, a5 and a6: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
On (B)(6) 2026 the customer reported that their dxc500i clinical chemistry analyzers (serial numbers (B)(6) generated fifteen erroneously low urine albumin (ualb) and creatinine (cre) patient results following a software update to version 1.5. These results were reported outside the laboratory. On june 10, 2026, beckman coulter was informed that the customer had submitted medwatch reports to the FDA indicating medical intervention had occurred on (B)(6) 2026. However, the customer did not report any changes to treatment, injury, or death associated with the event to beckman coulter. No details regarding the medical intervention were provided, and the number of affected patients remains unknown. The customer did not provide patient data or demographics. Note: (B)(4) addresses the medical intervention as a result of the dxc 500i part number c63522, serial number (B)(6), medwatch report number: mw5188642. (B)(4) addresses the medical intervention as a result of the dxc 500i part number c63522, serial number (B)(6), medwatch report number: mw5188643.